Event description:
This 62 year old female underwent breast reconstruction 7/7/92. With saline-filled mammary prosthesis. The pt chose to have these implants removed due to noted deflation of one and possible both implants. Gross exam: the right breast implant is partially deflated, weighing 36 gm. The left implant appears intact and weighs 315 gm.